Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2019. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 5061795. Product family: scs-ipg-r-MRI, upn: (B)(4), model: sc-1200, serial: (B)(4), batch: 20651294.

Event description:
It was reported that the patient was experiencing ineffective therapy. The patient was having irritation at the midline incision when sitting against his back due to the developed tissue knot over the lead. It was also noted that the there was tenderness at the midline incision. The patient underwent an explant procedure wherein everything was explanted. The patient was doing well postoperatively. All explanted components were discarded.